Manufacturer narrative:
Event summary: patient data files showed at least fifteen applications were performed with catheter 2af284/ 63992 without any issue on the date of the event. In conclusion, this a clinical issue. There is no indication of relation of the adverse event to the performance of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation occurred when the mapping catheter was removed from the balloon catheter and sheath. It was reported that air ingress may have caused the st elevation. Atropine sulfate and noradrenalin were administered to the patient. It was noted that st elevation recovered after a few minutes. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.